Manufacturer narrative:
One random opened/used partial sensor was inspected. A continuity resistance test was performed and the sensor failed the test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with a bent sensor. Customer declined troubleshooting for the bent sensor. He also stated that he has a bent cannula on the quick set because of the green serter. He would like to use the blue serter instead. Customer stated that his blood glucose was 425 mg/dl, he changed his set and treated with a manual injection. He declined troubleshooting for his high blood glucose. The customer said his current blood glucose was 147 mg/dl. The sensor will be returning for analysis. The insulin pump and the infusion set will not be returning for analysis.